Event description:
The technician alleged the head section brake casters roll when in brake mode. No patient impact.

Manufacturer narrative:
The technician adjusted the head section brake casters to resolve the issue.